Event description:
The dealer states that the joystick shows a controller fault, the tilt recline does work but the power leg does not. The dealer did not offer any other information, being he hung up.